Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed deep cut reaching the glue layer on the ultrasound probe could not be determined, however, it the issue was likely the result of repetitive use stress and or user handling/mishandling. The event may be detected by following the instructions for use which state: do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the ultrasonic gastrovideoscope had air leakage on the bending section cover surface. The device was returned for evaluation. During the device evaluation, the acoustic lens scratches were found. There were no reports of patient harm or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable finding documented in b5, the non-reportable evaluation findings are as follows: leakage from the bending section, bending angulations were out of standard value, piezo elements were damaged, and light guide lens glue was worn out. The investigation is ongoing and follow up with the user facility has been performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.